Event description:
Related manufacturer reference number: 2017865-2021-36406. Related manufacturer reference number: 2017865-2021-36408. It was reported that a patient present in-clinic. Prior examination had revealed an infection of the patient's pacing system. The entire system was explanted on (B)(6) 2021. The patient was stable throughout and no additional patient consequences were reported.